Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Device received missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 504 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.